Event description:
An ultraflex covered tracheobronchial stent was used during a stent placement procedure on a male patient in 2008. According to the complainant, "the stent would not deploy off the catheter. The string [appeared] to have broke. [The physician] removed the system and placed a second stent." No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported malfunction is undetermined. A search of the complaint database revealed that no additional complaints have been reported for the lot. The march 2008 15-month ultraflex tracheobronchial stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.